Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID : 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a loose connector pin. (B)(4) applies to the ins and (B)(4) applies to the desktop charger.

Event description:
A manufacturer representative reported that the patient's recharger was not charging. The recharger icon and plug icon were not appearing on the screen. It was also noted that these issues were intermittent so it was unclear how often they were occurring but the issues started a few months prior to the report. The desktop charger was noted to have a loose connector pin so the patient was sent a replacement desktop charger. The patient also had intermittent recharging telemetry with their implantable neurostimulator (ins). An ins overdischarge was confirmed. There was no telemetry between the clinician programmer and the ins. The patient had not used their stimulation for at least 1 month prior to the report. The patient's recharger was charged up and then a physician mode recharge was performed. The patient was doing well at the time of the report. The patient was implanted for non-malignant pain and other non-malignant pain.